Event description:
It was reported that a 43-year old caucasian female patient underwent primary breast reconstruction with two 450cc mentor memorygel breast implants. Post-operatively, the patient was diagnosed, via MRI, ultrasound, and mammogram, with left breast capsular contracture (baker grade IV) and right breast small cysts. The left breast was facing down, round, tight, and harder than the right, which made it uncomfortable when the patient worked out. As a result, the patient left breast capsulectomy, breast implant removal and replacement with a 450cc mentor memorygel breast implant (catalog: 3504501bc lot: 9701230 sn: (B)(4)) on (B)(6) 2022. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 19, 2022, the mentor failure analysis lab received the device for evaluation. Per the returned device, mentor became aware that the correct device on the left breast was 450cc mentor memorygel breast implant (catalog: 3504501bc lot: 7608560 sn: (B)(6)). The correct right breast device was a 450cc mentor memorygel breast implant (catalog: 3504501bc lot: 7544166 sn: (B)(6)). A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On october 20, 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sm mpp gel 450cc breast implant was found to have a tear on the posterior aspect measuring approximately 1.7 cm. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. On november 2, 2022, mentor became aware that the incorrect date of explantation was erroneously indicated in the initial report. The correct date of explantation has been populated. Section d. Date of explantation: (B)(6) 2022.